Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly the pump had an intermittent power issue, the battery compartment was cracked, and there was moisture/corrosion in the battery compartment. The patient reportedly experienced elevated blood glucose (bg) over 250mg/dl but under 500 mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an intermittent power issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated reboots had occurred. The battery compartment was cracked and there was corrosion observed in the battery compartment. Leak testing revealed a leak at the battery compartment crack. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.